Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. D9. Date device returned to manufacturer added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Placement signal issue: based on the signatures noted in data logs, clinical details provided, and confirmation of sensor damage characteristics on returned product, the cause of the placement signal issue was determined to be a device interaction that resulted in damage to the optical sensor. It is unclear the distance between the two devices at the time of the interaction, so the specific cause of the sensor damage could not be established.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of prior coronary artery bypass grafting and known coronary artery disease. The impella was implanted without issue, and the purge system was functioning normally during setup and insertion. Approximately 20 minutes into the hrpci, the automated impella controller (aic) ic3689 alarmed ¿purge system failure.¿ at that time, the purge flow was noted to be 0.0 ml/hr. And purge pressure was 278 mmhg. The purge tubing was visually inspected and found to have no kinks or leaks. Initial troubleshooting included changing the purge cassette per instructions and bringing a backup aic into the room. Subsequently, a yellow ¿controller error¿ alarm appeared. The hrpci was temporarily halted to complete the cassette exchange while the patient remained stable. The purge cassette and bag were changed; however, the new cassette could not be seated properly. The next step was to transition the purge system to the backup aic (ic3688). The purge system was transferred to the new aic, the cable was disconnected and reconnected, and prior settings were resumed. The hrpci was then completed without further aic-related issues. The original aic (ic3689) was removed from service, and biomed was notified. The reported events are priming problem, controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Clinical assessment was completed and captured to b6 (event description). Response to request noted the impella pump is available and will be returned. Correction. H10 related report number was captured with the associated device report as this is one of two devices associated with the reported event.

Manufacturer narrative:
The impella device has been received, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. The procedure was completed successfully and no patient harm was reported.

Manufacturer narrative:
H9. FDA correction/ removal reporting no. Was inadvertently left out of the previous report.